Event description:
Customer reported that the edge of the device delaminated. Device was removed and discarded. No further info is available.

Manufacturer narrative:
H6: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.